Event description:
It was reported that a patient's seizures worsened and became "life-threatening" after being implanted with vns. Her device was disabled as a result, and the patient was seeking to have it explanted. Device history records were reviewed for the implanted devices. Both lead and generator were sterilized and passed all quality inspections prior to distribution. Programming history was reviewed, confirming that the device was disabled. No anomalies were noted through the programming history data. No diagnostic data was available. No surgery has occurred to date. No further relevant information was received to date.

Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
The physician provided further information regarding the patient's reportedly worsened seizures. The patient had an increase in seizure frequency and experienced status epilepticus, but the physician believed that the seizures and status epilepticus were most likely not related to vns as the vns was turned off. The physician also stated that the seizures were most likely due to the natural progression of the patient's medically refractory epilepsy. No further relevant information has been received to date.

Event description:
Incoming communication was received indicating the patient's device was to be explanted. No device was returned to date. No additional, relevant information has been received to date.

Event description:
It was confirmed that both the generator and lead were explanted. No devices were expected for return for analysis as the hospital historically discards products. No device was received to date. No additional, relevant information was received to date.

Event description:
It was confirmed that the patient's vns was explanted and dbs was placed. No device was returned to date. No additional, relevant information was received to date.